Manufacturer narrative:
(B)(4). Findings/action taken: ran on customers patient simulator. Did not reproduce system 6 error, but did see a huge difference in heart rate between arterial pressure (ap) trigger and peak; 60 bpm vs 150 bpm in peak. Only saw once, pump switched to ap trigger by itself. Replaced front end printed circuit board (pcb), first board was doa. Replaced with second front end pcb. Checked all cabling. Replaced nuts in display. Performed functional check and electrical safety- pass. Device will not be returned for evaluation.

Event description:
It was reported that the flight rn called the report that they had been transporting a patient on an aero autocat2 wave when they first received the system error 6. The pump continued to pump, but the monitor was blank. The patient arrived to facility without incident. After returning to base they were able to recreate the alarm with a simulator. The clinical support specialist (css) asked if the cable connected to the monitor was firmly attached and the rn stated that it was. The rn also stated that they have powered the pump off and back on 3-4 times with no change to problem. The screen will be active briefly and then goes blank. The css asked if one of their other pumps was close by to use until field service could see the pump. The rn stated they do have another pump they can use. The css recommended that they not use this pump until field service can talk to them. Field service report received on (B)(4) 2011. Symptom - system error 6 (4) four times during flight, once on ground. Then one more time on customer's patient simulator.